Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized due to the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On an unreported date, the patient was treated with meropenem injection (daily, route and frequency not reported) and vancomycin injection (1 g every fifth day for 14 days, route was not reported) for peritonitis. Eleven days after event onset, pd therapy was stopped. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis (three times a week). The patient was discharged 14 days after event onset. At the time of this report, antibiotic therapy was ongoing and the patient has recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.